Event description:
It was reported that the patient's system diagnostics recorded high impedances on the leads and the battery met end of life, which met longevity. The patient was experiencing ineffective therapy. Surgical intervention took place where the system was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.